Event description:
It was reported that the lead alert kicked in for the right ventricular lead due to noise on the lead. The lead also had a fracture. The lead was capped and replaced. It was also reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, implanted: (B)(6) 2005; 4196 lead, (B)(6) 2011. Event product summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).